Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a fetch 2 catheter with no other devices. Visual and tactile analysis noticed a separation on the catheter. The separations were located at the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch(tm)2 catheter was selected and during the procedure it sheared inside the patient. The entire device was removed in standard fashion and no patient complications were reported. The patient&#38112;status post procedure was well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter break occurred. A fetch®2 catheter was selected and during the procedure it sheared inside the patient. The entire device was removed in standard fashion and no patient complications were reported. The patient¿s status post procedure was well.